Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed a poor charger-to-ipg coupling and showed no anomalies. The patient will undergo a battery replacement.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Database analysis revealed a poor charger-to-ipg coupling and showed no anomalies. The patient will undergo a battery replacement.